Event description:
A healthcare facility in (B)(6) reported to a fisher and paykel healthcare field representative that the connection between the tube and the y-piece on a rt265 infant breathing circuit disconnected during invasive ventilation. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. We are currently obtaining further information from the customer regarding this complaint. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) the rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint breathing circuit was not returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is therefore based on information received from the customer and our knowledge of the product. Results: the hospital informed us that the rt265 breathing circuit had passed the ventilator leak test with no leak exhibited. They further stated that the leak occurred after approximately 24 hours of use and was due to a disconnection between the tube and y-piece. A lot check could not be carried out as no lot date was provided. Conclusion: all breathing circuits are visually inspected and pressure tested for leaks during production, and those that fail are rejected. The hospital reported that the complaint device was used for 24 hours prior to the leak. This suggests that the complaint device was within specification prior to being released for distribution. Without the complaint breathing circuit we were unable to determine what had caused the problem as reported by the customer. All infant breathing circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the breathing circuit would have met the required specification when released for distribution. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported to a fisher and paykel healthcare field representative that the connection between the tube and the y-piece on a rt265 infant breathing circuit disconnected during invasive ventilation. No patient consequence was reported.